Manufacturer narrative:
Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient had communication issues with their ipg due to electrocautery that was used in a previous revision procedure. Although it was impossible to communicate with the ipg, therapy was still properly delivered to the patient. The ipg was reprogrammed, but the device was still unable to communicate with a new remote control that was provided. The patient then underwent a revision procedure and the ipg was replaced. The patient is doing well postoperatively.